Manufacturer narrative:
The customer called on (B)(6) 3016 to indicate the valve had been explanted. We requested for information on why valve had to be explanted but were told information would be provided with sample. We contacted customer via email on august 12, 2016 to request more information but have not received a response. The sample has not been received for evaluation. We reviewed the device history record for the lot reported and no issues were found. Without further information from the customer as to why they explanted the valve we are unable to determine the root cause.

Event description:
"Valve was explanted". No further information was provided.